Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the mechanical support nurse that the patient experienced a faster pump rate and an echo performed revealed questionable inflow valve regurgitation. Waveforms were sent to the manufacturer for evaluation and indicated a possible pre-mature pump load. Pump rate, flows, stroke volume and motor current draw appeared to be within normal limits. The patient was admitted to the ICU, intubated and reported to be in renal failure. Prior to this, the patient was at home doing fine until she began having positional changes in the pump rate. Another echo performed 6 days later showed "intermittent" flow through the pump. It was also reported that when the patient is in auto mode , the pump rate is 50-52 bpm and the stroke volume is 79-83 cc; when the patient is placed in fixed rate of 80 bpm, the stroke volume remains 79-83 cc.

Manufacturer narrative:
The patient remains on lvad support. No information is available at this time.